Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Clarification to d.9.: returned to mfg on: the device has not been returned. Photo evaluation: visual analysis of the photographs identified, granuloma: unable to observe, as it is not related to the device. No other observations observed. No further actions are required, as no manufacturing issues are observed.

Manufacturer narrative:
Continued e1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma.

Event description:
Healthcare professional reported left side granuloma. Device remains implanted.